Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation into this complaint has been completed. There were no parts replaced but the logs from the ventilator were received. The evaluation of the ventilator¿s logs show that ventilation was started in high flow therapy (hft) mode of ventilation and it lasted 5 days until a change during ventilation was made during ventilation to the nasal CPAP mode of ventilation that went on until the ventilator was set to standby 3½ days later. The only alarm during the reported day of event while ventilating in hft was the inspiratory pressure high alarm which was activated 4 times on this day. From the logs, the reported disconnection cannot be confirmed. There are no alarms to indicate a disconnection in the hft mode of ventilation. During hft ventilation alarms are disabled. The only monitored value is the pressure from the pressure sensor which is located at the ventilator¿s inspiratory outlet. This is an internal monitoring and there is no external monitoring which implies that all what would be patient related alarms are disabled. As long as the ventilator delivers the set flow and the set o2 concentration no other alarms will be activated. Hft is recommended for patients that can breathe spontaneously and it is recommended that there is adequate external monitoring. The recommendation of adequate external monitoring is both included in the IFU and in the hft preparation menu. The conclusion in the matter is that there was no ventilator malfunction at the time. The reported disconnection could have occurred as reported but per design, this is not monitored and would not lead to activation of an alarm. Monitoring during hft should be done by external monitoring. This information is included in the IFU and in the high flow therapy preparation menu. H3 other text : evaluation of logs.

Event description:
It was reported that while the ventilator was ventilating a patient in the high flow therapy mode of ventilation, the patient desaturated to 50%- 60% and was bagged. While bagging the patient it was noticed that the tubing between the inspiratory port of ventilator and the humidifier chamber had gotten disconnected. The ventilator did not detect the disconnection and no alarms had been generated. The patient recovered and the ventilator was connected back to the patient. The final patient outcome was no injury. Manufacturer's ref. #: (B)(4).